Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0wsf8, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0wsf8, implanted: (B)(6) 2015, product type: lead. Product ID 3889-28, lot# va0tjd5, product type :lead. Patient codes (B)(4) pertain to the ins (B)(4). Patient code (B)(4)pertains to the leads (va0wsf8,va0tjd5). Device code (B)(4) pertains to both the ins ((B)(4)) and leads (va0wsf8 ,va0tjd5).

Event description:
Additional information was received from the patient. The patient reported that they had the lead changed out the monday before report. The patient noted that they were not sure if the ins was changed out. The patient reported that the reason for the revision surgery was because they thought a previous lead that was not being used was picking up their current leads signal. The patient stated that a year after having the current lead they went into the office and they kept telling them that it wasn¿t right. The patient noted that it felt like it was pounding like a drum stick on their lower cheek bone. The patient turned stimulation off and went about their business but still had to go pee every hour and a half. The patient noted that 2 leads were removed and one was put in. The patient stated that they would turn stimulation on and would get relief for 2 or 3 days and by the 4th day it would feel like needles down their urethra, so it wasn¿t usable. The patient tried reprogramming but it didn¿t work. The patient noted that they had a lot of nerve damage. No further complications were reported or were expected.

Event description:
Patient reported that following initiation of interstim therapy, they experienced "approximately 3 days of good symptom relief, and then a feeling like pins in my urethra begun. When they turned off the interstim therapy, it took about 2 days for that feeling to resolve". Impedances were checked and all are within range. X-rays were ordered. Existing lead appeared to be intact and did not appear to have migrated. According to doctor, optimization of existing lead placement may be possible. Patient stated several reprogramming attempts had been performed without successful resolution of problem. Revision surgery was not yet scheduled patient advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va0wsf8, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported trouble shooting related to the feeling of pins in the urethra was multiple reprogrammings had been attempted. The rep stated the cause of the feeling of pins in the urethra was not determined. The rep noted at the present time the feeling of pins in the urethra was resolved because the device was off. However the intention on the part of the healthcare professional (hcp) was to address this with a future lead revision, which was not yet scheduled. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.